Manufacturer narrative:
Insulin pump received with a high sleep current measurement, problem isolated to the pcb 2. Pump received with serial number label fading. No missing serial number label noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery life of the insulin pump was very short and only lasted three days. It was also reported that the battery cap was fine. Customer¿s blood glucose was 4.0 mmol/l. Insulin pump is expected to return for failure analysis.